Manufacturer narrative:
Upon inspection of the device it was determined the device experienced the issue of the siderail cannot be latched/locked, which is not reportable.

Event description:
This report summarizes 1 malfunction event, where it was reported there was a false latch of the siderail. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was a false latch of the siderail. There was no patient involvement.